Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The pump display is scratched and cloudy; moisture was noted behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: there was no moisture visible from the outside of the pump. The pump powered on with a faded and discolored display screen. The display screen was replaced with a test screen and the display returned to normal. A leak test was performed and found a display lens leak. The pump was opened and evidence of moisture was found inside the pump case.